Event description:
The customer reported that while the unit was in use on a patient, the unit displayed "electrical failure code # 35" message and stopped pumping.the patient was switched to another unit and therapy was continued. No patient injurybwas reported.